Event description:
During an otherwise unspecified laparoscopic gynecological procedure, the md reportedly morcellated the left external iliac artery. In response, the artery was stented, the abdominal incision was left open and the pt was emergently flown to another facility for a vascular repair by a cardiovascular surgeon. Subsequently, the pt lost their pulse in their left lower extermity and required a second surgery to explore the artery and evacuate clots that had formed there (possibly at the site of the stent). They then developed a pelvic hematoma that resolved itself in about eight weeks and also experienced some period of pain following the event. They are reportedly doing well today and have fully recovered. No other info is available at this time. There is no mention of a malfunction of the device.